Event description:
Customer called on (B)(4) 2012, reporting of a leak at the rinse block of the lh 500 hematology analyzer. Customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no injury or exposure was reported. Patient results were not affected by the leak and there was no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched and found a leak at the probe while running in manual mode. Fse found that the tubing through pinch valve (pv)35 and pv42 was worn and proceeded to replace the tubing through pv35 and pv42. Repair was then verified as per established procedures. Pv35 controls the drain of the waste from the probe wipe rinse block while pv42 controls the vent for the probe wipe cylinder.

Manufacturer narrative:
(B)(4).